Event description:
A trilogy ventilator was returned to the manufacturer's service center for preventative maintenance. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ventilator service required code for oxygen blending module accuracy urgent service was found in the ventilator's downloaded error log. The device's oxygen blender printed circuit board assembly was replaced to address the reported occurrence of failure of the oxygen blending module air flow sensor.